Manufacturer narrative:
The plastic hood that covers the base had become mis-aligned placing pressure on the hydraulic release pedal at all times, which resulted in the inability to raise the stretcher. The hood was re-aligned and the stretcher operated to specification.

Event description:
It was reported the stretcher height could not be raised.